Event description:
It was reported that during a total hip replacement procedure the patient received inappropriate high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) due use of cautery. Oversensing of non-physiological noise/emi triggered was detected as ventricular fibrillation (vf). The rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) during the procedure. It was noted that a magnet was placed on the crt-d briefly at the prior to the procedure and was then removed. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.